Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when giving a bolus delivery, insulin pump would vibrate three times and bolus was not delivered and alarm was not received. Customer was advised that issue occurred because bolus was not activated. Customer's blood glucose was 453 mg/dl. Insulin pump passed self-test and customer was advised that insulin pump was working correctly.